Event description:
In situ testing has shown an increasing number of affected channels. The user has also complained about headaches over the last 8-12 months, although the headaches are not localised on the site of the implant but on the forehead and top of head. The user was reimplanted on (B)(6) 2021. This report refers to 9710014-2021-00711.